Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis. Deflation was diagnosed through a physical examination on (B)(6) 2018. As a result, bilateral prosthesis replacement was performed on (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/18/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis. Deflation was diagnosed through a physical examination on (B)(6) 2018. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. White and black material was observed on the shell surface. Upon receipt, the device was severely rented. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed. A root cause of the failure could not be determined. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).